Event description:
It was reported that during a da vinci-assisted gastric bypass surgical procedure, the threading on the cannula seal broke off. The procedure was completed with no reported injury.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did not receive the da vinci product with an alleged issue to perform failure analysis. The probable root cause of the broken seal is attributed to damage during various handling points, including manufacturing, installation, or use.